Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument was failing water blank on 10 or more cuvettes, and fluid was leaking over the cuvettes. Customer also stated that the reagent shear valve was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the t-valve and syringe. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).